Event description:
As initially reported by the consumer stating that after wearing contact lenses it caused discomfort; consumer visited the physician and diagnosed with corneal erosion syndrome in both eyes. Physician advised to stop wearing contact lenses and prescribed with eye drops. The current status of the consumer¿s eyes are symptom still continuing. Additional information has been requested but not yet received at the time of this report.

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. D.4.: this is the second of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to qs 2328478 for the reported lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. D.4.: this is the second of two reports for the same patient involving two lot numbers. It is (B)(4) that contributed to the event refer to qs (B)(4) for the reported lot number. The manufacturer internal reference number is: (B)(4).